Event description:
A customer in (B)(6) notified biomerieux of discrepant results associated with vidas® hs troponin I. The customer reported a false overestimated result. On (B)(6) 2017, a man with chest pains provided a sample in the laboratory at 08:03 am ((B)(6)), the first result at 09:08 am in slot b1: 1865 rfv/749.6 ng/l. The result was communicated to the patient and the patient was sent to the emergency room. A second sample was evaluated at the emergency room at 10:15 am. The results of both patients samples were as follows: pvt 8:03 (b1): 150 rfv / 46.8 ng / l, pvt 10:15 (b2): 131 rfv / 40.2 ng / l. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This issue was initially reported when a customer in france informed biomérieux of false positive vidas® hs (high-sensitivity) troponin I results. On (B)(6) 2017, two patients with chest pain were sent to the emergency room after a non-repeatable, false positive hs troponin result was obtained on their patient samples using lot 1005685440. Summary of patient 1 results: 749.6ng/l then 46.8ng/l and 40.2ng/l. Investigational testing was performed. The patient samples were not submitted for investigation. The product quality laboratory tested sera 10 times with vidas® hs troponin I, lot 1005685440. The results were repeatable (results were between 3.9 ng/l and 5.2 ng/l for a target at 4.40 ng/l). No anomaly was found on the repeatability of this lot. The product quality laboratory did not reproduce the customer's anomaly. An internal investigation has confirmed the product performed within specification.